Event description:
During the preventive maintenance of the heart lung console, a pressure sensor gave persistent display on central control monitor that it was not functioning properly. This was noticed during setup. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.